Event description:
It was reported that patient underwent total hip arthroplasty in 2007. During procedure, femoral stem insertion instrument broke during impaction and removal instrument also broke off inside fragment. Stem component was extracted using an alternate instrument, and another implant of the same size was used to complete the procedure.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Other: evaluation of fracture surface found evidence of bending overload.